Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a group of sites originally intended to be serviced by specialty ne qfill had later been moved back to the orl cr database, but their configurations were not updated correctly. The technical support specialist (tss) noticed that the affected sites had not been re-pointed to the orl cr database, which prevented their rx verify requests from reaching the correct servicing pharmacy. The tss also identified that the same sites were active as po sites on both the orl cr and ne qfill databases, even though a facility should only be active under one parent cr database at a time. The situation appeared to be a last-minute configuration mix-up, which highlighted the need for a clear internal process when changing servicing pharmacy databases. The representative reviewed all known sites, corrected their parent database assignments, and disabled the po sites under ne qfill. An sts request was submitted to inactivate the po site on the unused ne qfill database. The tss spot-checked all listed ne sites from that database and confirmed that they were now correctly pointed to the orl cr database being used for these sites. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the pharmacy was unable to see the rxverify requests that should have been coming from the cypress at midtown. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.